Event description:
The device was connected to a burn victim. The pt was diagnosed in ventricular fibrillation. The device was used to deliver defibrillator energy to the pt two times in succession. The pt converted to an asystolic ECG. Device pacing was attempted in a last ditch effort at resuscitation. Reportedly, the device displayed pacing leads off and pacing could not be initiated. The pt was not resuscitated. The reporter stated that pt outcome was not affected by the reported event, due to a lack of pt viability.